Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the colonovideoscope was burned. Based on the results of the investigation, the probable cause is a high-energy treatment device was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): gif/cf/pcf-290 series operation manual [chapter 4 operation_4.3 using endotherapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the plastic distal end cover of the colonovideoscope was burned. There was no patient involvement.